Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix 360´s t2 implants failed to secure. All ts were removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported devices was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned pret1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.